Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was not available. The root cause was determined to be use error. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During follow-up for an unrelated alarm, the patient's wife indicated the patient had an infection. The following additional information was obtained from the patient's peritoneal dialysis (pd) nurse: about 3-4 months ago in 2010, the patient began peritoneal dialysis (pd) therapy using pd4 ambuflex (total fill volume and lot number unknown). It was reported that around the week of (B)(6) 2010 (exact date unknown), the patient touch-contaminated his transfer set and after that, around the same week (exact date unknown) the patient was diagnosed with peritonitis, manifested by cloudy effluent. The nurse indicated the patient's pd effluent was analyzed, which revealed (B)(6). The nurse indicated the patient was treated with vancomycin, intraperitoneal and has recovered from the peritonitis. The nurse indicated the patient's transfer set was replaced, the patient was retrained on proper technique, and has been able to continue with pd therapy using pd4 ambuflex. The nurse indicated the peritonitis was not related to the dianeal solution or homechoice machine. No further information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation.